Event description:
A user facility noticed that the p2 port on an xlung kit 230 was broken and leaking. The broken port was noticed during active priming, after the pump was started. There were no alarms that occurred. It was confirmed that the product had not been dropped prior to use, and the kit was inspected for damage before priming started. The user did not realize that the port was broken until they noticed the leak. To resolve the reported issue, another kit was primed. The damaged kit was not used. The reported issue did not result in any delayed or missed treatments. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Correction: h6 (health effect clinical code) additional information: d4 plant investigation: the complaint sample was not returned to the manufacturer for evaluation. The batch documentation was reviewed. There were an unspecified number of quality events for the batch at hand, but none of them were related to the reported failure pattern. The review of similar complaints revealed that the reported failure type represents a known event. The venting port most likely broke due to vibrations during transport. Due to the 90-degree angle of the venting port on the lid of the oxygenator, there is an increased notch effect on the inner edge. As a result, there is a risk that the port will break at this point in the event any impact occurs during transport. Simulations show that the port breaks at a pressure load of 39 newtons. No negative trends in the occurrence rate of the error pattern were noted during review of similar complaints or other complaints of the batch number. Complaints of this type will continue to be monitored.

Event description:
A user facility noticed that the p2 port on an xlung kit 230 was broken and leaking. The broken port was noticed during active priming, after the pump was started. There were no alarms that occurred. It was confirmed that the product had not been dropped prior to use, and the kit was inspected for damage before priming started. The user did not realize that the port was broken until they noticed the leak. To resolve the reported issue, another kit was primed. The damaged kit was not used. The reported issue did not result in any delayed or missed treatments. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.